Event description:
The lay user/pt called lifescan (lfs) in 2008 and alleged that a one touch ultra 2 meter was showing the battery indicator. The medical affairs specialist is classifying the complaint based on the available info, as the pt could not be contacted by phone to obtain the additional info. The pt indicated that the reported issue started on the same day. It is unk whether he was able to test his blood sugar during the issue. He mentioned about taking increased dosage, 6 units of humalog through insulin pump. He reportedly normally takes 3 units of humalog. He reported of feeling sweaty sometime after the issue. He denied receiving medical intervention due to the reported issue. He was not tested on another device at the time of concern. The customer service agent (csa) verified that the pt had replaced the battery in the meter per the owner's manual. Replacement products have been sent to the pt. This complaint is being reported as an adverse event, as the pt claimed that the meter was showing the battery indicator and afterward, he developed sweatiness, which could be associated with hypoglycemia. It is unk whether he was able to test his blood sugar regularly during the reported issue.

Manufacturer narrative:
Lifescan has requested the return of the subject product for eval, but has not yet received it. If the product will be returned, lifescan will evaluate it and, if it does not pass inspection, lifescan will inform FDA of the results in a supplemental report.